Manufacturer narrative:
Initial reporter: contact number not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had minor vibration. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning, which was a failure to follow directions for use. This was further defined as misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a cochlear implant surgery, it was observed that the attachment device did not perform. According to the report, the device did not perform during one of two cochlear implant surgeries. It was not reported if there were any delays in surgery. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.